Event description:
The pt heard his pump alarm at an interval of every 12 to 15 mins. The alarm was confirmed by telemetry. The event logs showed low battery reset occurred. The pump was in safe state. The hcp updated the pump to simple continuous mode and the pump reset occurred again. The pump was replaced. The pump delivered dilaudid 10 mg/ml and bupivicaine 20 mg/ml. The eri (end replacement indicator) was 56 months. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).